Event description:
Device malfunction: incorrect sheath splitting/possible bent cutter blade. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during advancement of the thumb advancer, the end of the device appeared to peel away from the shaft and the sheath splitting was not clean or event, possibly the result of a bent cutter blade. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.